Event description:
It was reported that the patient exchanged their system controller for a low flow alarm without informing left ventricular assist device (lvad) team. Additional information was received that the cause of the low flow alarms was external outflow graft obstruction. The patient was asymptomatic at the time of the low flows. No changes were made to patient condition or anticoagulation status. There were also no recent changes to pump parameters. Computed tomography angiography (cta) was obtained on (B)(6) 2025 which showed the lvad in place with streak artifact that degrades evaluation of adjuscent structures. The visualized portions of the inflow cannula appeared to be unremarkable. There was a non-calcified thrombus withing the visualized outflow cannula causing mild to moderate (approximately 40-50%) narrowing proximally. Although in the midportion of the cannula, there was a focal severe (70-80%) narrowing. The distal aspect of the cannula was widely patent. No abnormality was noted along the visualized portion of the driveline area. The cta images were not available to be sent. The low flow alarms resolved after stent placement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that outflow graft received successful intravascular ultrasound (ivus) guided angioplasty. The patient was discharged on dual anti platelet therapy once a month to then resume acetylsalicylic acid (asa) 325mg daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images or product was available for evaluation, and a specific cause for the reported obstruction could not be conclusively determined. Review of the submitted log files confirmed a low flow alarm; however, it was reported that the low flow alarm was due to eogo. The controller event log file contained relevant events from (B)(6) 2025 to (B)(6) 2025. On (B)(6) 2025 at 19:07:49, the driveline was connected to the system controller, consistent with the reported controller exchange, and the pump ramped up the fixed speed without issue, refer to the controller investigation regarding the exchange. A transient low flow alarm was captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms and the appropriate actions associated with them. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an unknown mod cable exchange on (B)(6) 2024.